Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the broken twist clamp of a uv flash transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified broken occluder feet. Functional testing of the device included leak testing, clear passage testing, and clamp function testing; broken occluder feet (leak through the set) was identified in both leak testing and clamp-function testing. The reported issue was verified and the cause of the leak was determined to be due to damaged occluder feet. Should additional relevant information become available, a supplemental report will be submitted.